Event description:
Procedure type: gastric bypass. According to the rptr: the surgeon, operating on a pt who had gastric band removal and a gastric bypass, had a successful first application of the sulu on the pt's stomach, but during the second application, the tissue was cut without stapling. No staples came out. This lead to an open incision of 6 cm under cardia which prevented a repairing suture and lead to a total gastrectomy with oeso-jejunal trans hiatus anastomosis. They used the orvil device to end the intervention. The pt has been discharged from the hospital.

Manufacturer narrative:
(B)(4).